Event description:
The affiliate reported: the device was originally implanted via v-p shunt at 70mmh2o on (B)(6) 2001 to the patient with aqueductal stenosis. There was a note on the medical record of this patient saying that the setting pressure could not have been changed since some point in time after implantation. The patient had been monitored and his condition seemed stable without a problem until the end of (B)(6) 2014 when the patient had a walking disability and headache. The ventricles of the patient's brain were found to become large by CT and the surgeon tried to change the pressure but couldn't. Therefore, the revision surgery of the valve and ventricular catheters was conducted on (B)(6) 2014 although it seemed fluid flowed through the device by contrast radiography. The setting pressure of the removed valve was 140mmh2o. The device was replaced to the same new product (82-3100) at 100mh2o.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the valve was visually inspected and needle holes were noted in the silicone housing at the titanium needle stop. No defects were noted. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.